Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2018. The patient experienced non-surgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; pain inter; diff bowel; nonsurgical treatments: on (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): oestrogen cream for the treatment of: to alleviate scratchy uncomfortable feeling. Treatment duration: 1 course. The patient was treated with pain medication: panadol and mersondol for the treatment of: to help with pain and discomfort, as needed. Treatment duration: ongoing. On (B)(6) 2021 the patient commenced other (please specify) for the treatment of: to assess pelvic floor area to see if that is what is causing pain and discomfort. Treatment duration: one examination.